Event description:
This lead was implanted on (B)(6) 2007 and was capped on (B)(6) 2011 due to shock lead impedance 125 in all configurations. At direction of md, attempted induction, given fault code saying open system. Attempted 2nd time with commanded 1.1 j shock. A new lead was implanted. The physician was dr. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).